Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger (B)(4).

Event description:
It was reported that the patient had her device replaced on (B)(6) 2013. It was later reported the battery was replaced due to normal battery depletion and was not available to be returned. It was later reported that the implantable neurostimulator (ins) device was replaced due to poor lead placement. The patient stated that she did an ¿activity and the lead wire came out of the ins.¿ additional information was requested but was not available at the date of this report. See also, manufacturer report # 3004209178-2013-23821.

Event description:
The patient's health care provider (hcp) confirmed that the patient recovered without permanent impairment. The hcp has not seen the patient since (B)(6) 2013.